Manufacturer narrative:
Follow-up #1: date of submission 18-oct-2018 device evaluation: the device has been returned and evaluated by product analysis on 10-oct-2018 with the following findings: a review of the black box showed a call service 064 alarm. A leak was found in the pump case crack. The pump was opened to find moisture on the display, on all circuit boards, and near the motor flex connector. Due to moisture damage the pump had a blank display at power up with auditory and vibratory alarms. Further testing was unable to be completed during investigation due to moisture ingress causing a blank display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm [064] had been emitted by the pump that could not be cleared by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.